Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with flashing white display. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to flashing white display. Unable to download thump and carelink due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, battery tube and vibrator noted. Swapping out test boards confirms flashing white display is isolated to the pcba 1, however, flashing medtronic logo occurred due to moisture damage on the pcba 2. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked select button keypad overlay, cracked battery tube threads and cracked case near the corner of belt clip rails during the visual inspection. Unable to verify customer alleged for high bg and dka. Pump received with flashing white display due to moisture damage on the pcba 1. Pump received with flashing medtronic logo due to moisture damage on the pcba2. Unable to download thump and carelink due to flashing white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 400 mg/dl. The customer reported hypoglycemia treated with manual injection and also customer had confusion. The event involved product(s) mmt-1812. Troubleshooting was performed and customer has been using the insulin pump system within 48hrs of reported low bg event. No further patient complications were reported. Mmt-1812 has been returned for analysis.